Event description:
It was reported by the patient that the start/stop button on the previously working remote monitor would not turn on. The patient disconnected and reconnected the power cord and the start/stop button worked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.